Event description:
It was reported that the lead impedance was increasing, and it was questioned whether it could be due to fracture. The pace/sense portion of the lead was capped and replaced; however, the high voltage portion of the lead may still be in use. Multiple follow-up attempts have yielded no further information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed resistance/impedance increase. The right ventricular pace lead impedance increased from an approximate baseline of 780 ohms the week of (B)(6) 2010 to a high of 1584 ohms the week of (B)(6) 2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.